Manufacturer narrative:
(B)(4).

Event description:
It was reported that during system implant, no output was observed from the pulse generator. No patient symptoms were reported. The device was not implanted. A replacement device was successfully implanted.